Event description:
Patient presented with pain. It was reported that there was an ankle fracture and the surgeon revised the plate and the 2 4.0 asnis screws.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be provided on a supplemental report. Device will not be returned

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Some medical records (one page) were provided. It reads: three view x-rays show union at the fibular and medial malleolar ankle fracture sites. Symptomatic hardware left ankle, status post open reduction internal fixation bimalleolar ankle fracture dislocation. This indicates that there was bone fusion, therefore no device problem. According to some studies, patients with bimalleolar fractures had significantly worse function in the ankle one year after surgical treatment. After recovering fully from their fractures, the majority of patients experience little to mild pain and have few restrictions in functionality. Tejwani, nirmal; et al. (2007). "Are outcomes of bimalleolar fractures poorer than those of lateral malleolar fractures with medial ligamentous injury?". Journal of bone and joint surgery (89): 1438¿1441 indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
Patient presented with pain. It was reported that there was an ankle fracture and the surgeon revised the plate and the 2 4.0 asnis screws.